Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the cause was not determined. Actions/interventions taken for this issue were noted as not using the 0 and 8 contact for programming. The issue remains unresolved. The patient weight was unknown. The current status of the affected device was reported as the same. No further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that high impedances were measured on contacts 0 and 8. Both extension wires were replaced and the high impedances on contact 0 and 8 were still existing. Impedances were checked preoperatively and intraoperatively, two new extensions were implanted. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension; product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3708660, serial# (B)(4), product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660 lot# (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2018 product type extension product ID 3708660 lot# (B)(4)implanted: (B)(6)2016 explanted: (B)(6)2018 product type extension product ID 3708660 lot# (B)(4) implanted: explanted: product type extension product ID 3708660 lot# (B)(4)implanted: explanted: product type extension analysis had shown that there were no anomalies with the extensions. If information is provided in the future, a supplemental report will be issued.